Event description:
Approximately 2 years and 10 months post tavr procedure, the patient underwent a valve in valve procedure using 26mm sapien 3 ultra valve inside a pre-existing 26mm ultra and 25mm magna valve due to stenosis. Per medical record review, the patient was admitted to the hospital for severe symptomatic aortic stenosis. The patient's echo values showed that the peak velocity was 3.8m/sec and the peak/mean gradients were 56 and 31 with an aortic valve area of 0.8 cm2. The post valve in valve procedure showed no residual gradient.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed one other complaint relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of the risk management file is complete, and no further action is required. The complaint for post-implant stenosis was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 2 years and 10 months post tavr procedure, the patient underwent a valve in valve procedure using 26mm sapien 3 ultra valve inside a pre-existing 26mm ultra valve due to stenosis". In addition, the patient's echo values showed that the peak velocity was 3.8m/sec and the peak/mean gradients were 56 and 31 with an aortic valve area of 0.8 cm2. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.